Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since t the physical evaluation confirmed that only 190 series endoscopes were not displayed due to the failure of the dp board, since it has been more than 6 years since its manufacturing, and due to the repeated use for a long period of time, likely caused the electronic components of the dp board to deteriorated over time olympus will continue to monitor complaints for this device. .

Manufacturer narrative:
The evaluation of the returned asset found the unit has no image when utilized with 190 series endoscopes. After troubleshooting, the circuit board (dp) was found defective. The device was repaired to standard specifications and returned to asset stock. The unit was last service/inspected on (B)(6) 2020; no issues were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system unit was found to have no image. There was no report of any problems associated with the device and there was no report of patient injury or harm.